Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they felt shocking. The patient stated they just went to a (B)(6) and got the heck stocked out of him and knocked to the ground. The patient stated they did not turn off the stimulation when they went through the security gate. The patient is implanted for gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.